Event description:
Customer reported that the up/down buttons do not work, and that the x-ray tube is noisy. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube, vertical lift power supply, and rui console. System operates as intended.